Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 11, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the started reading inaccurately at 8:28pm on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of "72 mg/dl". Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He reported that 30 minutes after the alleged issue began, he developed symptoms of "shaking [and] sweating" which he associated with hypoglycemia. He reported that his wife gave him "sugar and honey" to treat his symptoms around 9pm on (B)(6) 2016. He denied using any other device to check his blood glucose levels. During troubleshooting, the csr noted that the patient's meter was set to the correct unit of measure, his test strips had been stored correctly and were within expiry date. The patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high blood glucose readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.